Manufacturer narrative:
E.6 initial reporter e-mail: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder that the hub separates from the device/ cannula breaks off or pulls out. The following information was provided by the initial reporter: needle detached from holder during use. When did the incident occur? During use. During phlebotomy, to replace with a new tube for blood draw, the holder detaches from the needle. The needle stays in the vein and the holder in the hand of the phlebotomist. The phlebotomist observes a crack inside of the holder. Recently, the phlebotomist has heard several times that the blood collection needles have snapped (sound) and been afraid that they will brake (detach from holder).

Event description:
It was reported that while using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder that the hub separates from the device/ cannula breaks off or pulls out. 1 of 2 reports. The following information was provided by the initial reporter: needle detached from holder during use. When did the incident occur? During use. During phlebotomy, to replace with a new tube for blood draw, the holder detaches from the needle. The needle stays in the vein and the holder in the hand of the phlebotomist. The phlebotomist observes a crack inside of the holder. Recently, the phlebotomist has heard several times that the blood collection needles have snapped (sound) and been afraid that they will brake (detach from holder).

Manufacturer narrative:
The following field was updated with corrected information: b.5. Describe event or problem: it was reported that while using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder that the hub separates from the device/ cannula breaks off or pulls out. 1 of 2 reports. The following information was provided by the initial reporter: needle detached from holder during use. When did the incident occur? During use. During phlebotomy, to replace with a new tube for blood draw, the holder detaches from the needle. The needle stays in the vein and the holder in the hand of the phlebotomist. The phlebotomist observes a crack inside of the holder. Recently, the phlebotomist has heard several times that the blood collection needles have snapped (sound) and been afraid that they will brake (detach from holder). H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hub-collar separation was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes, and the issue of hub-collar separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub-collar separation. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.